Event description:
A malfunction alarm was reported with a malfunction code displayed as "malf 1." There was no adverse impact to the customer's blood glucose level. The customer was informed to use multiple daily injections (mdi) as backup therapy while waiting for the replacement pump.